Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor broke during insertion. The customer's blood glucose level was 195 mg/dl. The customer reported that they never introduced it to the body at all before that it just fell apart and appeared to be damaged. The customer reported that the needle was broken before insertion. Customer did not report that the sensor or introducer needle was fractured while in the body. The sensor will be returned for analysis.